Event description:
Revision surgery - the pt was revised for an infection and all components implanted on (B)(6) 2011 were explanted and replaced with exatca components.

Manufacturer narrative:
On (B)(6) 2013 an agent informed djo surgical of a revision surgery involving the replacement of a reverse shoulder prosthesis (rsp) socket shell and concomitant parts. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. The device history records for the reported components involved were examined. A review of the sterilization records show that the reported devices had all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the previous revision surgery. A review of the device history records, product complaint report database, and sterilization records show the reported components used in the original surgery met sterilization, design, and manufacturing requirements. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that the infection the patient was suffering from was not the result of a product or manufacturing process defect.